Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) may have withheld high voltage therapy for sinus tachycardia. The patient was admitted and had their fast ventricular tachycardia zone reprogrammed to increase anti-tachycardia pacing sequences. The device remains in use. No patient complications have been reported as a result of this event.